Manufacturer narrative:
(B)(4). On 08/25/15 follow up information was forwarded to merz (B)(4): the treating physician examined the patient one day after prescribing corrective treatment and the patient was doing much better. The patient's fever had resolved. The patient was instructed to contact the physician if she experienced additional problems. The patient did not contact the physician and he concluded the patient felt better. The physician clarified that he thought the patient had skin inflammation and the antibiotic was prescribed prophylactically only.

Manufacturer narrative:
(B)(4). The patient's pain got worse and she followed up with the physician on (B)(6) 2015. Upon examination the physician noted inflammatory edema, pain and purple coloration with mild desquamation of the skin in the glabella area. The physician suspected necrosis. There was also a slight ptosis of the upper lid. The patient's temperature was around 38 degrees c. The physician prescribed oral antibiotic fucidine, extranase for oedema, spifen and proteochoc. The device history record review for reported lot number could not be conducted as the lot number was not provided. Follow up information has been requested bt not received.

Event description:
Patient was injected on (B)(6) 2015 with 0.10-0.15cc of radiesse to the glabella. She was injected with botox on the same day. The patient complained of pain on the day of injection.